Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the device failing to adhere to the patient¿s skin is inconclusive because clinical conditions could not be replicated. One statlock pro was returned for evaluation. An initial visual observation of the returned statlock device revealed the paper backing was removed from the left side of the device where it says ¿statlock pro¿. A tactile evaluation of the returned statlock device revealed both wings of the back of the statlock to have adhesive. A tactile evaluation of the back of the small tab labeled ¿under hub¿ revealed the back was not tacky, nor was observed to have any adhesive. Because the clinical conditions of the patient¿s skin could not be replicated, the complaint of the device failing to adhere to the skin is inconclusive. It was observed that the small tab labeled ¿under hub¿ should not have adhesive along this section of the device. The statlock should be applied to clean, dry skin for proper adhesion of the device. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that after using a powerglide on a patient the stat lock was not working and did not stick onto the patient due to the non-adhesive.